Event description:
Reporter alleged blood glucose measured 239 mg/dl back to back with a result of 122 mg/dl performed 2 minutes apart. It was reported controls were ran on the system and fell within range however customer stated not being able to find the values in the meter memory. No actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.